Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Per device inspection, beak (distal end component) found damaged and required replacement. Based on the results of the investigation, the reported issue is caused by component failure, and the cause of the damage is considered to be overloading or deterioration over time. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported chipped at distal end during reprocessing involving an olympus inner sheath. There were no reports of patient harm.